Event description:
It was reported that on (B)(6) 2022, patient came to ER stating that she had a ground level fall and was complaining of increase left hip pain. Patient had original trochanteric fixation nail-advanced (tfna) implanted on (B)(6) 2022. Surgeon scheduled a revision surgery on (B)(6) 2022 for removal of broken hardware which was confirmed by ER x-rays on (B)(6) 2022. Hardware was removed and a trochanteric fixation nai (tfn) was chosen for the repair because the tfn had a larger diameter proximal body and lag screw. Implants were removed and documented and tfn was implanted with success. It was described that implant failed at proximal end of nail, proximal to lag screw insertion hole. Patient experienced an adverse event. The surgery was successfully completed. This report is for one (1) tfna fenestrated screw 100mm. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer review/investigation. The photo was returned to depuy synthes for evaluation. Visual analysis of the photo revealed that the tfna fenestrated screw 100mm had no signs of issue or defect. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed for the tfna fenestrated screw 100mm. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. A device history record (DHR) review was conducted: part number: 04.038m200sp. Lot number: 705p376. Part manufacture date: 07-mar-2022. Manufacturing location: (B)(4). Part expiration date: n/a. Nonconformance noted: n/a. DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of tfna fenestrated screw 100mm - sterile product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual, and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no nonconformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Elmira ships this product to monument as part number 04.038m200sp. Monument performs the sterile processing of this part changing the part number to 04.038.200s. Monument will need to perform the DHR review for the monument operations. This lot met all dimensional, visual, and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.